Event description:
The customer reported that the device booted up alone. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). We are considering this to be a failure to boot up as expected. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.